Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that ethernet cable disconnected and hidden 4 inches from the wall jack. A field service engineer inserted cable into said wall jack. The system functioned as intended after the field service engineer troubleshot the device. E.1.initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es went to disconnected mode. The customer reported that they utilized the another station to obtain their medication. There were no adverse events or injuries reported based on this event.